Manufacturer narrative:
H3: the device was received for evaluation. A review of the service history found no indication that the complaint was related to prior service within the review period. Visual inspection and functional testing were performed. The reported issue was not confirmed; however, ¿return movement of ventilation volume¿ was observed during functional testing. The reported issue was presumed to be caused by a loose rfv assembly. The rfv assembly was replaced to correct the issue.

Event description:
It was reported that there was an error in the single ventilation volume. There were no patient involvement.